Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample was not returned. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. If additional information becomes available, then a follow up MDR will be submitted. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).

Event description:
The customer reported that a bloodline became detached during the therapy of hemodyalisis. No injury to patient was reported and no medical intervrention was required.